Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute time frame. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 500 mg/dl, 180 mg/dl, and 80 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that occurred on the homechoice (hc). The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power on the hc machine the tsr explained to the hp that he would need to start over with new supplies. The hp will continue dwelling and call the peritoneal dialysis nurse (pdrn) in the morning to see if he needs to do a manual exchange. Proper procedures per the user manual were reviewed with the hp. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient's (hp) nurse the nurse stated that the hp did not inform her of the system error 2240 but that he has had no problems at all with therapy.